Event description:
The following has been reported by customer: customer sent in the request form reporting 3 year pm and error 52-0004 buzzer alarm. Reporting as a conservative measure. Adverse effects were not reported. Additional information is needed to complete the investigation.